Event description:
It was reported to medtronic neurosurgery that a patient's strata valve was set at pressure level 2.0 but since (B)(6) 2014, the patient has been experiencing headaches that were increasing in duration and severity. According to the report, the physician adjusted the valve down over time to pressure level 0.5, but there was no change in the patient's symptoms. The physician also monitored the patient's intracranial pressure and found the intracranial pressure didn't change very much. An ultrasound performed on the patients' valve found that csf was flowing. It was reported that there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was later reported by the physician that the valve was checked and that it is working properly as it is able to be reprogrammed and the patient's icp levels match the settings the valve is adjusted to. Additional contact information was added. (B)(4).

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, siphon, pressure-flow and preimplantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. However, the valve did not meet the requirements for leak testing due to a tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance". A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported by the physician that the patient was complaining of headaches and it was thought that there might be plaque buildup in the valve. According to the report, the valve was explanted on (B)(6) 2015. Reportedly, there was no injury to the patient and the patient was doing well. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.